Manufacturer narrative:
This incident is being recorded as an initial final under (B)(4). Review of the most recent repair record determined that the device stopped running. Vespels were out of calibration. All worn or damaged components were replaced to resolve the reported issue. The reported event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device needed unknown repair. No harm or delay. At device evaluation the unit was noted to stop running. Diligence is complete as no additional info was noted.